Manufacturer narrative:
(B)(4) concomitant medical product: nexgen stem extension straight catalog # 00598801215 lot # 60362002. Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00787.

Event description:
It was reported that the patient underwent a knee arthroplasty procedure. Subsequently, the patient was revised due to loosening of tibia implant.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tibial component shows nicks and gouges on the superior side of the device as well as the sides. Dimensional analysis of both the tibial component and stem extension showed that the devices were conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.